Manufacturer narrative:
The lead was capped on (B)(6) 2024 and an additional report of fracture was received. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv iegm channel shows apparent noise and statistical short interval counter is elevated consistently over multiple consecutive days. Full lead evaluation is recommended. Lead remains implanted. Should additional information be received, this file will be updated.